Event description:
It was reported that after the patient's device was replaced there was something "wrong" with the lead. The patient stated "it never" gave her pain relief.

Manufacturer narrative:
Product ID 389145, lot # j0454533v, implanted: (B)(6) 2005, product type lead; product ID 389145, lot # j0454321v, implanted: (B)(6) 2005, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2005, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2005, product type extension.